Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was gel smearing in 2 tubes that caused issues with the instrument. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing was observed. Additionally, 100 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for gel smearing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was gel smearing in 2 tubes that caused issues with the instrument. There was no report of patient impact.